Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injection site of the interlink ext 2 adapter line detached. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the connection site between the injection site and the chemical inflow side luer was broken and it was confirmed that a part of the male luer of the injection site remained adhered to the chemical inflow side lure. The injection site of this product and the connection part of the chemical inflow side lure are adhered with a solvent and fixed. The factory is conducting a total leakage test during the process, and if cracks or breaks are found in the connecting portion, it is discriminated as a defective item and discarded, so an excessive load is applied during use, and the injection site it was presumed that it was damaged. When connecting the interlink cannula etc, please keep the flange part of the injection site rather than the chemical inflow side lure. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that the injection site of the interlink ext 2 adapter line detached. There was no report of exposure, injury, or medical intervention.